Event description:
The customer reported to baxter (B)(4) that a baxter dehp free solution administration set was found to be leaking during priming. According to the reporter, the leakage was observed at the level of the y set, which is smashed. There is no patient involved. No clinical consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The y was observed to be crushed. However, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA malt-CAPA 0010. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.